Manufacturer narrative:
As per further clarification the section b5 was updated to "as reported, during use in patient, this fogarty corkscrew catheter wire was coiled and twisted. There was no allegation of patient injury. The device was received for evaluation and the spiral cable was exposed through a tear in the latex membrane." Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Additionally, the product evaluation was updated to: the report of wire was coiled and twisted was confirmed. Spiral cable was exposed through a tear of approximately 4 mm in length in the latex membrane. The exposed wire appeared twisted and not in its original alignment. Edges of the torn region appeared to match up. There was no visible damage observed to the catheter body. It was possible to move the thumb slide on the handle forwards and backwards. As part of the manufacturing process, a visual inspection is performed to the catheter for general appearance, length of the tube, diameter of the bonding and spiral coil verification in closed position and an inspection of the functionality of the handler is performed to verify the behavior of the coils, spiral and latex membrane integrity. In addition, in the IFU it is indicated the following: "to minimize the risk of vessel or membrane damage, do not exceed the maximum recommended pull force" and "exposure to the atmosphere, handling during insertion, and plaque and other deposits within the blood vessel may cause latex membrane degradation". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.

Event description:
As reported, during use in patient, this fogarty corkscrew catheter wire was coiled and twisted. There was no allegation of patient injury. The device was received for evaluation and the spiral cable was exposed through a tear in the latex membrane.

Manufacturer narrative:
One fogarty corkscrew catheter was received by our product evaluation laboratory for a full examination. The report of "guidewire failed to pass through the catheter" was unable to be confirmed. However, spiral cable was exposed through a tear in the latex membrane. Edges of the torn region appeared to match up. There was no visible damage observed to the catheter body. It was able to move the thumb slide on the handle forwards and backwards. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty corkscrew catheter, guidewire failed to pass through the catheter. There was no allegation of patient injury. The device was received for evaluation. As per evaluation results, spiral cable was exposed through a tear in the latex membrane.